Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Additional data: b.5, d.4, h.4, h.6.

Event description:
Patient additionally reported that they had ¿horrific allergic reactions. The patient had enzymes performed on their face for 3 months to remove the filler and the patient reported ¿swelling.¿ the patient was treated with steroid shots by a dermatologist that caused ¿pus¿ to accumulate, not allowing the patient to see out of the right eye and caused ¿weight gain.¿ the right eye is ¿red¿ and ¿oozes with pus," while the patient has had "fevers.¿ the patient also reported that they ¿cannot sleep or eat.¿ the treatments left the patient with ¿moon face,¿ caused ¿the patient¿s eyes are ¿sunk in¿ and the medications has affected the patient¿s gastric. The patient cannot touch their face due to ¿nodules, clumps, and clumping of filler.¿ the filler ¿jumps around¿ when attempting to dissolve it, and there is ¿pain.¿ the patient¿s hands have ¿some kind of cirrhosis¿ and the palms are ¿red and rough.¿ the "vision abnormalities, fever, oozing, cirrhosis, hemorrhoids and gastric and bloody stool" were confirmed to not be device-related.

Manufacturer narrative:
Corrected data: section c.

Event description:
Health professional reported injecting a patient with 1 syringe of juvéderm voluma® xc. One week later, the patient reported ¿pain, inflammation, and swelling¿ along the cheeks, along with ¿induration¿ and "hardness." The patient informed the injector 14 days after onset, and the office originally believed the patient ¿was having a reaction to a broken tooth with the complaint of jaw pain.¿ left cheek was reported to be "worse" than the right cheek. Once examined, the patient denied any broken tooth issue. The patient was treated with a high dose of steroids 60 mg and amoxicillin on a day the week before. The patient experienced ¿mild relief¿ of swelling after treatment. Six days later, the patient was treated with hylenex and again 3 days later while the steroid has continued. The patient was then put on 20 mg of prednisone and 100 mg of doxycycline along with zyrtec and benadryl. The symptoms are ongoing. Patient additionally reported that they had ¿horrific allergic reactions. The patient had enzymes performed on their face for 3 months to remove the filler and the patient reported ¿swelling.¿ the patient was treated with steroid shots by a dermatologist that caused ¿pus¿ to accumulate, not allowing the patient to see out of the right eye and caused ¿weight gain.¿ the right eye is ¿red¿ and ¿oozes with pus," while the patient has had "fevers.¿ the patient also reported that they ¿cannot sleep or eat.¿ the treatments left the patient with ¿moon face,¿ caused ¿the patient¿s eyes are ¿sunk in¿ and the medications has affected the patient¿s gastric. The patient cannot touch their face due to ¿nodules, clumps, and clumping of filler.¿ the filler ¿jumps around¿ when attempting to dissolve it, and there is ¿pain.¿ the patient¿s hands have ¿some kind of cirrhosis¿ and the palms are ¿red and rough.¿ the "vision abnormalities, fever, oozing, cirrhosis, hemorrhoids and gastric and bloody stool" were confirmed to not be device-related.

Event description:
Health professional reported injecting a patient with 1 syringe of juvéderm voluma® xc. One week later, the patient reported ¿pain, inflammation, and swelling¿ along the cheeks, along with ¿induration¿ and "hardness." The patient informed the injector 14 days after onset, and the office originally believed the patient ¿was having a reaction to a broken tooth with the complaint of jaw pain.¿ left cheek was reported to be "worse" than the right cheek. Once examined, the patient denied any broken tooth issue. The patient was treated with a high dose of steroids 60 mg and amoxicillin on a day the week before. The patient experienced ¿mild relief¿ of swelling after treatment. Six days later, the patient was treated with hylenex and again 3 days later while the steroid has continued. The patient was then put on 20 mg of prednisone and 100 mg of doxycycline along with zyrtec and benadryl. The symptoms are ongoing. Patient additionally reported that they had ¿horrific allergic reactions. The patient had enzymes performed on their face for 3 months to remove the filler and the patient reported ¿swelling.¿ the patient was treated with steroid shots by a dermatologist that caused ¿pus¿ to accumulate, not allowing the patient to see out of the right eye and caused ¿weight gain.¿ the right eye is ¿red¿ and ¿oozes with pus," while the patient has had "fevers.¿ the patient also reported that they ¿cannot sleep or eat.¿ the treatments left the patient with ¿moon face,¿ caused ¿the patient¿s eyes are ¿sunk in¿ and the medications has affected the patient¿s gastric. The patient cannot touch their face due to ¿nodules, clumps, and clumping of filler.¿ the filler ¿jumps around¿ when attempting to dissolve it, and there is ¿pain.¿ the patient¿s hands have ¿some kind of cirrhosis¿ and the palms are ¿red and rough.¿ the "vision abnormalities, fever, oozing, cirrhosis, hemorrhoids and gastric and bloody stool" were confirmed to not be device-related.

Manufacturer narrative:
Additional data: h.6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with 1 syringe of juvederm voluma xc. One week later, the patient reported ¿pain, inflammation, and swelling¿ along the cheeks, along with ¿induration¿ and "hardness." The patient informed the injector 14 days after onset, and the office originally believed the patient ¿was having a reaction to a broken tooth with the complaint of jaw pain.¿ left cheek was reported to be "worse" than the right cheek. Once examined, the patient denied any broken tooth issue. The patient was treated with a high dose of steroids 60 mg and amoxicillin on a day the week before. The patient experienced ¿mild relief¿ of swelling after treatment. Six days later, the patient was treated with hylenex and again 3 days later while the steroid has continued. The patient was then put on 20 mg of prednisone and 100 mg of doxycycline along with zyrtec and benadryl. The symptoms are ongoing.